Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level unknown. Customer reported that insert battery alert showing on insulin pump display. Customer stated the display was not blank less than 30 seconds. Customer stated battery cap was neither damaged nor corroded. Customer stated the contacts on the battery cap are neither missing nor damaged and not exposed to moisture. Customer reported that the display did not return after insulin pump restart. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.